Manufacturer narrative:
On-site investigation was performed. According to provided information, o2 cell/sensor test failed due to malfunction of the air gas module. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The device logs and defective part were not available for investigation. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to air gas module.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.